Event description:
During baxter's testing it was found that a spectrum pump had evidence of tampering with the mechanism and input/output printed circuit board. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "tampering" was confirmed and reproduced during evaluation. Evaluation found that both the mechanism and the input/output printed circuit board were not the same as those which had originally been installed in the device. Review of the device history log records show that this circuit board and mechanism were not original to the pump. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. The device is irreparable and has been retired.